Event description:
The patient reported that subsequent to the implant of a protegen sling for treatment, pt has suffered from urinary tract infections, vaginal odor and discharge. Pt also had boils in their pubic area, pain, abscesses over their incisions, urinary retention, and prolonged catheterization. Pt's incontinence is also worse; pt now has no control over their bladder. Pt experiences pain during sexual intercourse. The device remains in the patient. Therefore, no failure analysis is available. Without evaluating this device, co is unable to determine if the device met specifications, and co is unable to determine the specific relationship of the event.